Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer used the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 48 hours with humalog insulin. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge only and resumed insulin therapy.